Manufacturer narrative:
A revision procedure will be scheduled. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted high out of range shock impedance measurements. No adverse patient effects were reported.

Event description:
Subsequent information was received that an attempt to replace the rv lead was performed. However, as procedure complications were experienced, no changes to the implanted system were made at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that the device was explanted and replaced, but the out of range shock impedance measurements on the rv lead remained. Therefore, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.